Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/13/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the base of the jaws. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled off of the cold jaw. The peeled silicone insulation of the cold jaw was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, but the analyzed failure "peeled; jaw; delaminated" was observed. Specific actions for the failure modes are/is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000282927 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of the heater wire broke off inside the patient. They had to retrieve the broken off part through the second incision. Other than that no effects. Pa was able to make a second incision and retrieve the tip. The jaws of the harvesting tool were not open on insertion. There was no resistance noted while inserting the harvesting tool into the cannula. A second device was opened and they finished the procedure. They had to retrieve the broken off part through the second incision. Procedural delay for time to retrieve the broken off piece.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.